Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1; -11.00/+1.5/118 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The surgeon reports the patient has low vaulting, refractive surprise and blurred vision. Lens remains implanted. The surgeon additionally notes the main concern is the low vaulting. Cause of the event was reported as the device.